Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. There was no evidence that (B)(6) had previously been serviced. Review of the device history record confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies over the analyzed period. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed cracks in the driveline outer sheath. Visual evidence provided by the site also revealed discoloration of the driveline outer sheath and damage to the strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported strain relief damage may be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was driveline sheath damage associated with the ventricular assist device implant kit. The driveline cable was involved, and it was noted that this was not a previously repaired area. Servicing was required, during the inspection three cracks were noted in the driveline sheath they were found 6cm, 8cm, and 1 cm from the strain relief, requiring repair. The connectors were inspected as well and there were no findings. The driveline cap was soft and easy to remove from the driveline connector. A driveline sheath repair was performed. The device remains implanted and in service. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury.